Manufacturer narrative:
H4: device manufactured between march 02, 2020 to march 03, 2020. H10: the device was received for evaluation. A visual inspection was performed which observed a loose dark fiber like particulate matter inside the bag. Magnified inspection verified a loose dark fibrous particulate matter inside the bag measuring 0.5 inch in length and approximately 0.5 inch above the fill port. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Medwatch report number: mw5095398 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "loose black filament" was observed in the compounding port of a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. It was further reported that the black filament was likely fabric or plastic. This was noted prior to use. There was no patient involvement. No additional information is available.